Event description:
There was an allegation of questionable total psa elecsys e2g and folate results from the cobas 8000 e 801 module. Patient 1's initial total psa result was 0.52 ug/l, and the 1st and 2nd repeat results were <0.03 ug/l. A second sample was collected, and the result was <0.03 ug/l. Patient 2's initial folate result was 10.2 ng/l, and the repeat result was 7.7 ng/l. The questionable psa result was repeated because it did not match the patient's clinical picture. The initial folate result was discovered when all samples that were ran within 2 hours of the initial event were repeated.

Manufacturer narrative:
The folate reagent lot number is 725728, and the expiration date was not provided. The total psa elecsys e2g reagent lot number is 82704400, and the expiration date was not provided. The investigation is ongoing.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. No direct root cause was found. Qc was in range before the event, so a general reagent problem was not present.